Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) during system setup and reported that they were facing an issue with universal surgical manipulator (usm) 2. The tse viewed the system event logs and noticed error 22028 pointing to usm 2. The tse guided the customer to perform a hard power cycle with an emergency power off (epo) with no change. The tse asked the customer if they could proceed with 3 usms and she said no. The procedure was aborted with no patient involvement.